Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a partial display on her insulin pump. Customer's blood glucose was 396 mg/dl. The customer stated her insulin pump's screen was fuzzy, making it difficult for her to read. The customer also stated she had to change her infusion set every day and a half. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.